Event description:
It was reported that during use with an unspecified amount of bd vacutainer® barricor¿ lh plasma blood collection tubes the tubes were underfilled. The following information was provided by the initial reporter: customer reported having difficulties filling the bd barricor lithium heparin 4.5ml tubes to the minimum level.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® barricor¿ lh plasma blood collection tubes the tubes were underfilled. The following information was provided by the initial reporter: customer reported having difficulties filling the bd barricor lithium heparin 4.5ml tubes to the minimum level.

Manufacturer narrative:
The following fields were updated with new information: d4. Medical device lot #: 2306326 d4. Medical device expiration date: (B)(6) 2024 h4. Device manufacture date: (B)(6) 2022 h6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.